Manufacturer narrative:
Date of report/ date received by MFR: initially reported as unknown date in 2013; additional information was received indicating date was august 24, 2012. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient weight is unknown. Unknown when the plate broke. Additional product code: ktt. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). It was reported the patient sued the hospital in 2012 and on an unknown date in 2013 the manufacturer was made aware that they were added as a co-defendant in the case. Manufacturing location: (B)(4). Manufacturing date: march 24, 2009. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the patient had a comminuted fracture on the right femoral shaft (ao type 32b2) due to traffic accident. On (B)(6) 2011, the surgeon did internal fixation of right femoral fracture. No abnormality occurred during the procedure. The patient was discharged on (B)(6) 2011. On (B)(6) 2012, the patient felt pain and returned to the hospital for a check-up. An x-ray indicated that the plate was broken. On (B)(6) 2012, the patient re-examined and diagnosed as post-operative nonunion and plate breakage. On (B)(6) 2012, the patient was admitted in preparation for revision surgery. The revision procedure occurred on (B)(6) 2012 and the patient was discharged on (B)(6) 2012. On (B)(6) 2013, the patient underwent a procedure where the internal fixed screws and plate were removed; the patient was discharged on (B)(6) 2013. This is report 1 of 1 for (B)(4).